Event description:
Device issue: none. Adverse event: restenosis requiring medical intervention. Time of adverse event: after the procedure. It was reported via a trial that on (B)(6) 2010, due to stable angina, the pt underwent index procedure with the deployment of a promus to the ramus for in-stent restenosis. The pt was discharged from the index hospitalization on (B)(6) 2010. On (B)(6) 2010, the pt was admitted with recurrent angina due to an edge restenosis of the study stent placed during the index procedure. The pt was treated with the deployment of a non-abbott stent. The angina resolved on (B)(6) 2010, and the pt recovered. No additional event or pt information is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). A f/u will be submitted with all relevant information. The lot number was not identified; therefore, a device history record review could not be performed.